Event description:
It was reported that a pt was connected to the dash 4000 bedside monitor and that the monitor failed to display ECG waveforms. While trying to intubate the pt, ECG signals were reportedly intermittent on the display. Per the charge nurses description, the ECG seemed to be reading abnormally, but it could not be analyzed. Finally the waveform began to show on the display. At this time the pt did not have a pulse. ER staff then took the pt and proceeded using crash cart equipment. Pt expired. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.